Manufacturer narrative:
Corrective data: patient date of birth and weight entered. Product updated from liberty cycler set to liberty cycler.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.